Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the luer hub came off during use was confirmed. Returned was a 3-lumen catheter marked 12fr x 20cm on the hub. The customer also provided a photo of the sample. The distal (brown) luer hub was separated from the extension line. Microscopic examination of the luer hub and the end of the extension line revealed the tubing had been torn off less than 1mm inside the luer hub. A device history record review performed and did not reveal any manufacturing related issues. Based on the appearance of the tubing and the report that the event occurred during use, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the icu2, when the medication was connected to the distal lumen of the catheter placed in the left subclavian vein, the hub came off the lumen. As a result, the catheter was removed and replaced without issue. It is unknown if the issue caused a delay, however, there was no reported death or complications to the patient as a result of this occurrence.